Manufacturer narrative:
Pharmacovigilance comments: the serious event of nodule at the implant site was considered expected and possibly related to the treatment. The corrective treatments with kenacort and saline injections were not administered to prevent permanent damage, according to the reporting physician. However, the event persisted for more than one year, meeting the seriousness criteria of medical intervention required and permanent damage, despite transient responses to the ongoing intralesional steroid treatments. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 18-apr-2018 by a physician which refers to a female aged (B)(6) years. No information about medical history, concomitant medication or previous dermal treatments. The patient had no allergies. On (B)(6) 2016, the patient received treatment with 9ml sculptra to cheek and face for lipoatrophy (unknown lot number, needle type and injection technique). Sculptra was reconstituted with 7ml of sterile water and 2ml of lidocaine [lidocaine] to a total volume of 9ml, where 2ml was injected to each side of the face and 2.5ml to each side of the cheeks. The same sculptra treatment was repeated on (B)(6) 2016. Around 10 months later, in (B)(6) 2016, the patient experienced multiple hard mobile subcutaneous nodules(implant site nodule) over the injected areas of both sides of the face (specified as lower cheeks, nasolabial folds and marionette lines). The size of the nodules was 0.5 - 4cm. Treatment for the adverse event included intralesional injections of 12-15mg of normal saline [sodium chloride] / kenacort (triamcinolone) [triamcinolone]. The reporting physician reported that there was no reduction of nodule size after the first two sessions by kenacort injection, performed on (B)(6) 2017. The nodules decreased in size after injections performed on (B)(6) 2017. Moreover, despite the reduction of the existing nodules, there was formation of new nodules after (B)(6) 2017. The patient did not think it was related to the kenacort injections and requested further injection of kenacort on (B)(6) 2017. The nodules significantly decreased in size after injection performed on (B)(6)2017. However, the nodules suddenly increased in size around (B)(6) 2018. The reporting physician assessed the causality between the event and the product as possibly related, and the case as non-serious. Outcome at the time of the report: multiple hard mobile subcutaneous nodules was not recovered/not resolved.

Manufacturer narrative:
Pharmacovigilance comments: the serious event of nodule at the implant site was considered expected and possibly related to the treatment. The corrective treatments with kenacort and saline injections were not administered to prevent permanent damage, according to the reporting physician. However, the event persisted for more than one year, meeting the seriousness criteria of medical intervention required and permanent damage, despite transient responses to the ongoing intralesional steroid treatments. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)2018 by a physician which refers to a female aged 49 years. No information about medical history, concomitant medication or previous dermal treatments. The patient had no allergies. On (B)(6)2016 , the patient received treatment with 9ml sculptra to cheek and face for lipoatrophy (unknown lot number, needle type and injection technique). Sculptra was reconstituted with 7ml of sterile water and 2ml of lidocaine [lidocaine] to a total volume of 9ml, where 2ml was injected to each side of the face and 2.5ml to each side of the cheeks. The same sculptra treatment was repeated on (B)(6)2016 and (B)(6)2016. Around 10 months later, in nov-2016, the patient experienced multiple hard mobile subcutaneous nodules(implant site nodule) over the injected areas of both sides of the face (specified as lower cheeks, nasolabial folds and marionette lines). The size of the nodules was 0.5 - 4cm. Treatment for the adverse event included intralesional injections of 12-15mg of normal saline [sodium chloride] / kenacort (triamcinolone) [triamcinolone]. The reporting physician reported that there was no reduction of nodule size after the first two sessions by kenacort injection, performed on (B)(6)2017 and (B)(6)2017 . The nodules decreased in size after injections performed on(B)(6)2017 and (B)(6)2017 . Moreover, despite the reduction of the existing nodules, there was formation of new nodules after (B)(6)2017 . The patient did not think it was related to the kenacort injections and requested further injection of kenacort on (B)(6)2017 . The nodules significantly decreased in size after injection performed on(B)(6)2017 and (B)(6)2017 . However, the nodules suddenly increased in size around feb-2018. On (B)(6)2018 , follow-up infromation was received. It was reported that the patient did not receive any further corrective treatment from (B)(6)2018 . The noticeable module on the patient's lower left cheek still remains. The reporting physician assessed the causality between the event and the product as possibly related, and the case as non-serious. Outcome at the time of the report: multiple hard mobile subcutaneous nodules was not recovered/not resolved. Tracking list: v. 0, initial v. 1, fu received on (B)(6)2018 : the patient had not recovered. No additional corrective treatment has been given.